Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first ruby coil¿s pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly, compressed on the proximal end, and had offset coil winds. Blood was observed throughout the introducer sheath. Conclusions: evaluation of the returned devices revealed the first ruby coil¿s embolization coil was compressed on the proximal end and had offset coil winds. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. Further evaluation revealed the second ruby coil¿s sr wire was fractured and the embolization coil was detached. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach. If a rotating hemostasis valve (rhv) is not used during insertion of a ruby coil, the introducer sheath may not remain properly aligned in the hub of the microcatheter, and resistance may be experienced upon advancement. However, since the first ruby coil could not be advanced out of the introducer sheath and the second ruby coil was detached, the root cause of the reported resistance experienced when advancing into the lantern could not be determined. Further evaluation revealed both pusher assemblies were kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01107.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached nine ruby coils using a lantern delivery microcatheter (lantern). The physician then felt resistance advancing another ruby coil through the lantern; therefore the ruby coil was partially re-sheathed and removed from the patient, and then put in a bowl of saline. The hospital technician then attempted but was still unable to fully re-sheath the ruby coil. The physician then used another ruby coil, however again felt resistance advancing the ruby coil through the lantern. The physician therefore retracted the ruby coil, which then unintentionally detached outside of the patient upon removal from the lantern. The procedure was completed using non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.